Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Further the recipient was a non-user due to lack of interest in using the device. This is a final report.

Event description:
According to the explantation report form, an infection of the skin was noticed, as well as extrusion. The device was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
According to the explantation report form, an infection of the skin was noticed, as well as extrusion. The device was explanted.